Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have a loose pitch cable at the proximal clevis. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The instrument was found to have multiple indentations/burrs on the edge of the distal idler pulleys. There were no pieces missing. Grip cables/other components adjacent to this indented pulley show damage which may indicate potential mishandling/misuse. The instrument grip cable was broken. The instrument was found to have a mechanical indentation on monopolar yaw pulley. The instrument exhibited wear on the edge of the yaw pulley. The instrument was found to have scratch marks/abrasions on the edge and face of the monopolar yaw pulley. The scratch marks/abrasions were found on both side of the distal clevis. The instrument was found to have a broken ceramic sleeve. Broken pieces are missing as a result of breakage. Size of missing piece is approximately 0.028# x 0.071". The second broken piece missing piece is approximately 0.101" x 0.121" in size. Ceramic sleeve does exhibit scratch marks. The instrument was found to have an excessive amount of dried, white residue on the clamping pulleys for input(s) #5 (pitch) and #6 (grip), located inside the backend of the instrument. The instrument was found to have hairline cracks on input axis #6 (grip). The unit passed electrical continuity test. No sign of damage on the conductor wire. The complaint regarding a loose wire was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, the permanent cautery spatula instrument had a loose cable. The procedure was completed as planned with no reported injury. No fragment fell into the patient.